Manufacturer narrative:
This product is manufactured in (B)(4), but is not marketed in the u.s. Diopter: -02.00. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer -02.00 diopter lens in the patient's right eye (od) on (B)(6) 2013. Low vault was noted (B)(6) 2014. The lens was explanted and exchanged for a longer lens on (B)(6) 2014. This resolved the problem. See MFR. #2023826-2015-01322 for left eye (od).